Manufacturer narrative:
Orthadapt bioimplant are not indicated for load bearing/structure replacement; thus, this was an off-label use of the product. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The case assessment, based on the provided information, identified the likely cause of the event to be an infectious process; a link between the reported event and the graft was not identified during the case assessment.

Event description:
Patient experienced swelling and pain (dates of symptoms unknown) post anterior talofibular ligament tendon repair with orthadapt augmentation. The graft was explanted approximately 18 weeks post implant.